Event description:
The customer reported that a erroneous elevated cardiac troponin (accutni) result, within the risk stratification range of the assay, was generated on the unicel dxc 600i synchron access clinical system for one patient. Beckman coulter incorporated assessment of customer supplied data indicated that upon repeat on the same instrument, a lower result, within the normal reference range of the assay, was generated and regarded as valid. A second, same patient sample, tested on the same instrument also generated a lower result within the normal reference range of the assay. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital for monitoring based upon the erroneous accutni result. Additional assays were tested from the patient's samples. The other assay results were not regarded as erroneous. The samples were serum samples, collected in lithium heparin plastic tubes. They were centrifuged prior to testing. The samples were normal in appearance with no visible abnormalities. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that system checks generated during the timeframe of the event met customer established specifications. Quality control results generated during the timeframe of the event recovered within the customer's established specifications. A calibration performed prior to the event generated acceptable results.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) adjusted the ultrasonic voltage and incubator belt. Upon completion of the instrument adjustments, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.